Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing resulted in a leak between the female luer of the bd set and the concomitant non-bd connector even when fully tightened. Dimensional analysis verified the suspect set¿s female luer was within specifications. The root cause of the leak was identified as a gap due to poor fitment or slight incompatibility between the bd set and the non-bd connector.

Event description:
The customer reported a leak during an infusion of dexmedetomidine (20mcg/50ml ns) where the non-bd connector is attached to the syringe pump tubing. There was unspecified temporary harm reported.